Manufacturer narrative:
Follow-up #1: date of submission: 04/06/2017. The patch has been returned and evaluated by product analysis on 04/03/2017 with the following findings: the device was received with liquid and was emptied and refilled with purified water for the delivery dose accuracy (dda) and last dose lock out (ldlo) tests. No leak or occlusion was found during the process. Debubbling and priming were performed and no issues were observed. The buttons did not show any resistance or difficulty when pressed. Dda and ldlo tests were performed and passed. Based on the investigation, it can be concluded that the complaint was not confirmed and no further action was required. Testing results evidence that the device performance met design specifications and as intended for use. The assignable cause for the complaint is associated with patient use error.

Manufacturer narrative:
The device was returned to calibra for evaluation but has not yet been investigated. No conclusions can be made at this time. The lots were manufactured, inspected, and released per approved calibra procedures. No issues related to the complaint were identified during the processing of the lot. (B)(6).

Event description:
On (B)(6) 2017, it was reported that the buttons were more difficult to depress than on other like devices; the patient expressed concern that the dose was not properly delivered. The patient reportedly removed and replaced the device. There were no reported blood glucose excursions related to this issue. The complaint is being reported as there was an allegation that the issue may affect insulin delivery.